Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that ketamine was programmed at the rate of 25.5 ml per hour for volume to be infused (vtbi) of 102ml. Infusion was started at 09:32 and went to kvo at 13:35, there was more volume left in the bag. The clinician had to run the infusion until 14:12 to get the entire volume in. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that ketamine was programmed at the rate of 25.5 ml per hour for volume to be infused (vtbi) of 102ml. Infusion was started at 09:32 and went to kvo at 13:35, there was more volume left in the bag. The clinician had to run the infusion until 14:12 to get the entire volume in. There was patient involvement but no harm.